Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085856 / 7085858.

Event description:
It was reported that the patient was experiencing cramping in the legs. It was also reported that the patient had inadequate stimulation, pain and discomfort. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned as they were discarded per physician and facility.